Event description:
An optician reported that a female patient experienced pain, left eye, and was hospitalized for treatment of an unspecified corneal event associated with wear of private label focus dailies contact lenses. The patient was discharged some days later. Pre-event acuity reported as 10/10, last available acuity 3-4/10, os. Requests have been made for additional information; however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.